Manufacturer narrative:
It was not confirmed that a radiofrequency (rf) head could not be plugged in to the programmer. The programmer failed incoming functional tests due to an out of specification link electronic module (lem) board. The programmer was found to have internal corrosion in many locations. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the company representative was unable to plug a radiofrequency (rf) head in to the programmer. The programmer has been returned to service. There was no patient involvement. It was further reported that the returned programmer subsequently tested out of specification during manufacturer's analysis.